Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. It is presumed that the forceps holder was exposed to high temperatures due to some factor during use of the device or endo therapy accessories. The event is detectable and preventable by handling device in accordance with the following IFU. Chapter 3 preparation and inspection chapter 4 operation should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burned forceps holder, light guide lens adhesive was peeled, and the light guide lens was discolored. There was no patient involvement.

Manufacturer narrative:
Added h2. Added h4. The dom was added to the complaint therefore a supplemental emdr report is being submitted to add the date of 11/27/2006.

Event description:
No additional customer information was provided.